Event description:
It was reported that during a da vinci-assisted surgical procedure, the white plastic attached to the harmonic ace tip came off. The x-ray confirmed that no fragments were left into the patient. During the same procedure, all fragments were retrieved and was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: the instrument was reportedly inspected prior to use and no issues were identified. The instrument was in use for several hours, and no issues with the functionality were noted. There were no known collisions during the procedure. It was confirmed that the instrument fragment was retrieved successfully during the same procedure, there were no post-operative tests to look for additional fragments, and the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Per failure analysis (fa): the instrument was found to have teflon pad damage. The teflon pad was completely detached from the clamp arm and was returned with the instrument. No material was found missing. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.